Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an bmc rf puncture generator was selected for use. During the procedure, it was mentioned that sometimes the generator takes longer time to start-up or sometimes it's very slow to start up and sometimes it becomes normal when restarted again. Even though the pulse is set to 1, when rf generator was energized, it's sound multiple times. This issue repeated multiple times. The procedure was completed with the same device. The event occurred inside the patient body and no patient complication were reported. The generator is not available for returns as it remains in service.